Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) and the ketone level was large. Corrective boluses were delivered to address the bg. The contact thought the high bg was most likely due to the customer being young and not managing the diabetes.